Manufacturer narrative:
The reported product is not expected to be returned. Extended investigation is pending. A follow-up report will be filed if product is returned or additional information is obtained. The date of manufacture is unknown. The date listed is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving lower readings on his adc freestyle libre sensor than readings received on a healthcare providers meter. It was further reported that on (B)(6) 2018 customer reported receiving a reading of ¿lo¿ (a reading less than 40 mg/dl) and noted he did not feel anything but self-presented to a health center where a reading of 500 mg/dl was received. Customer was treated with insulin. After treatment a reading of 490 mg/dl was received. There was no report of death or permanent impairment associated with this event.

Event description:
Customer reported receiving lower readings on his adc freestyle libre sensor than readings received on a healthcare providers meter. It was further reported that on (B)(6) 2018 customer reported receiving a reading of ¿lo¿ (a reading less than 40 mg/dl) and noted he did not feel anything but self-presented to a health center where a reading of 500 mg/dl was received. Customer was treated with insulin. After treatment a reading of 490 mg/dl was received. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.